Event description:
It was reported that the pulse generator exhibited a significant battery voltage drop from october 2007 to april 2008.

Manufacturer narrative:
Final analysis found that the reported rapid battery depletion from october 2007 to april 2008 could not be verified. The estimated remaining longevity in october 2007 was 4 to 8 months. Analysis found a reversed mounted capacitor which caused a slightly higher current drain than normal.